Event description:
During ecp treatment had #45 - red cell pump alarms at 335ml, 1307ml & 1342ml wbp. Decreased collect rate to 25ml/min and return rate to 30ml/min. After 3rd alarm - lowered wbp to 1307ml to initiate early buffy collection.